Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial;dry with residue/debris on product. Visual inspection found haptic torn and residue/debris on lens. Claim# (B)(4).

Manufacturer narrative:
B5: there was no patient injury. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.00 diopter, in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (b)6) 2020 due to the lens was torn during loading and was implanted upside down in the eye. The lens was exchanged for another same model/length lens and the problem was resolved. The patient had a calm eye, with good quality vision.